Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 358-359 mg/dl, vomiting and diabetic ketoacidosis (dka). Customer was unsure of the reason for high bg/dka, but alleged that insulin had not been received ¿normally¿ overnight. Customer received saline drip, insulin infusions and dextrose as treatment. Customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.